Event description:
Pain is traveling and is so severe at times. All into neck and down arm. Surgery in 2016 got better but 6 months ago, my arm is much more painful. I have 105 + 2 lot of mobility in it. Can't afford to go to dr and checked. I am on. Was doing really good on healing. 6 months ago started getting weaker. The pain is all the way into neck and my hand is numb and tingling. Elbow pain. Can't afford to go to doctor.

Manufacturer narrative:
On (B)(6) 2020 stryker trauma and extremities acquired tornier sas. An effort was made to align the acquired entity complaint files with stryker's policies and procedures. Stryker has performed retrospective review of complaints and the reportability decision was revised to report this incident under the MDR process. The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. Pain can be related to several known reasons: infection, implant material sensitivity, consequence of the surgical procedure (improper positioning or inadequate choice of the implants components), potential complication (such as loosening, disassembly problem, which could not be confirmed as the patient did not go for medical examination), post-operative traumatic event, reeducation procedure not respected or inadequate patient use in post-op (surgeon advices not respected), moreover, as the patient pain is localized throughout the upper member, the pain could be also due to neurological complications ("the pain is all the way into neck and my hand", "numb", "tingling"). Based on the low available information, there is no evidence that this case is related to the device, root cause cannot be clearly determined.